Event description:
It was reported that the emergency button was not working. There was no patient involved.

Manufacturer narrative:
The console is not available for analysis; therefore, no physical or visual analysis of the product could be performed. However, the equipment was field serviced. The emergency button was replaced, and all the logs were saved. Additionally, the console was functional, and the issue was resolved. The defective emergency button most likely contributed to the reported event. The reported allegation was confirmed. Based on analysis result, the investigation conclusion code assigned is cause traced to component failure.

Event description:
It was reported that the emergency button was not working. There was no patient involved.